Event description:
A cracked and shattered touchscreen was reported, rendering the pump unresponsive and unusable by the customer. Blood glucose level was unaffected, remaining within a safe range. Customer was instructed to use multiple daily injections as a backup form of insulin therapy.